Manufacturer narrative:
Pump received with no act and down button response due to corroded keypad traces. Unable to verify for unexpected restart alarm anomaly or perform unexpected restart test due to no act and down button response. Pump was received with minor scratched display window, cracked display window corner, cracked lcd glass, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart error alarm. Customer also reported that the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.